Event description:
An amo equipment specialist was present for cataract surgeries and reported that the surgeon experienced a case of iris lesions in the pt's operative eye during phacoemulsification. The surgeon indicated that he believed that this issue is related to the hip replacement.

Manufacturer narrative:
Customer has 9 ellips fx phaco handpieces; however, it is not known which handpiece was involved with the event. (B)(4): the customer will not be returning the handpieces for further eval. No further info is available.